Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right ventricular (rv) and right atrial (ra) lead. Furthermore, oversensing resulted in inappropriate mode switch on the ra lead. The suspected root cause was rv and ra lead damage, however, x-ray images were inconclusive. The device was reprogrammed. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2022-09283.